Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: verbatim: filter not working unable to prime. Used for lipids and lines are changed daily.

Manufacturer narrative:
D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that lipids were unable to prime past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.